Manufacturer narrative:
It was reported that there was no patient involvement. Sorin group (B)(4) manufactures the electa wash set. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The clinician reported that during the procedure, the autotransfusion bowl would not empty and error messages were displayed. The wash set was changed out and the procedure continued without further problems. To date, the device has not been returned to sorin group (B)(4). The investigation is on-going. A follow-up report will be filed when the investigation is complete. There was no patient involvement. The facility reported the incident to the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
The clinician reported that during the procedure, the autotransfusion bowl would not empty and error messages were displayed. The wash set was changed out and the procedure continued without further problems. It was reported that there was no patient involvement.